Event description:
The facility reports the staff used the lift with a large sling to pick the pt up from the bed. After pulling the resident away from the bed, the staff member lowered the resident a few inches to follow the facility transfer procedure or not transferring clients in the high position. The staff said the clip for the left leg simply popped off by itself, causing the client to fall. The pt suffered a hematoma to the back of the head and was treated with cold compresses. Tylenol, and neuroloical test every seventy-two hours.